Event description:
It was reported via repair work order that the drop frame was not locking properly due to worn height adjustment springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.